Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomed technician (biomed) reported that a fresenius 2008t machine had noise from the hydraulics. The bicarb pump was making noise. During inspection, the field service technician (res) found a burned out c1 component on the motherboard. The actuator and power logic board were replaced. The machine function test passed. Upon follow up, the biomed stated that there was no burning smell, melting, smoke, spark, or flame. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The biomed reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has approximately 90 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The biomed replaced the motherboard, which resolved the issue. The complaint device was not available to be returned.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation, however on-site evaluation was performed by a fresenius regional equipment specialist (res). The res found the bicarb pump was making a noise; resolved the issue by replacing the bicarb pump. Additionally, for good measure, the res replaced the actuator/test board and the power logic board. The res replaced the motherboard due to heat damage to the c1 component on the motherboard. The machine was tested and passed functional checks and was returned to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Plant investigation: the actual devices (actuator test board, power logic board and motherboards) were returned to the manufacturer for physical evaluation. The visual inspection of the returned part showed no sign of physical damage. The as received part was installed onto test machine. The test machine powered ¿on¿ without any issues or problems. The test machine was placed into dialysis mode and a self-test was performed. There were no issues or problems during dialysis mode and self-test passed. The reported symptom code tc73 (bicarb pump noisy) was not confirmed. The symptom code tg10 (physical damage) was encountered. The visual inspection of the returned part showed discoloration on pp2. The visual inspection of the returned part showed shorted capacitors. C1 and c2 on the motherboard was shorted. Capacitors c1 and c2 shorted and was replaced before installation. A heat disinfect was performed and there were no issues or problems encountered. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc)